Event description:
A talent stent graft system was implanted in a patient for the treatment of an aortic abdominal aneurysm. It was reported that an aneurx stent graft was implanted in the patient, 2 years ago and 23 months post implant, the graft migrated 1cm. Subsequent follow-ups revealed slight increase in aneurysm size due to a type ii endoleak (reference MFR report# 2953200-2009-1023). The migration and endoleak were treated by placing a talent aortic cuff. However, x-ray images revealed that one of the apexes of the talent cuff was deployed in a misaligned position. Since the endoleak was resolved, it was decided not to correct the misalignment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Misaligned deployment. Eval: results: unknown cause of misalignment.